Event description:
It was reported that the o-ring fell out of the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during inspection at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The device was not available for evaluation; therefore, a root cause could not be determined for the event.

Event description:
It was reported that the o-ring fell out of the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during inspection at the user facility, there was no patient involvement and no delay to a surgical procedure.